Manufacturer narrative:
Manufacture has requested the device to be returned for investigation. Should the device be return and the subsequent investigation uncover new information a supplemental report shall be filed.

Event description:
Patient stated that theunit would not turn on and the batteries were warm to the touch.